Event description:
Event description guidant received information that this transvenous implantable lead exhibited low r-waves and shock impedance greater than 125 ohms. A lead fracture was not observed.